Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged battery was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the battery was replaced. Due to an unrelated issue, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.